Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that inflatable penile prosthesis (ipp) device had inflation issues due to a wear and tear at an unknown location, almost 10 years after implantation. The physician tried multiple manipulations but no troubleshooting resolved the issue. All components were explanted and replaced without patient complications.